Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -5.0/+1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length different axis lens due to excessive vault. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).